Manufacturer narrative:
A correction has been made to h4. Arjo received adverse incident report from mhra (medicines and healthcare products regulatory agency) # 2019/001/029/401/005 about flowtron acs900, where was indicated that the same incident happened twice. Since two incidents occurred with the same device, this reported event had been logged into arjo complaint handling system as a separate record, under arjo internal number tw1531090 (medwatch report number). The other event had been recorded under arjo internal number tw1527380 and medwatch report number 3005619970-2019-00011. The user reported that prior to their shift a loud bang and a blue arc was seen and that the electronics from a pendent and a patient monitor stopped working. The pump damaged mains cable was plugged in the to the power socket and it exploded and shot flames and sparks from the wire. After the first incident, the room was declared as safe, therefore the user was trying to reuse the mains cable, which resulted in another loud bang, flame and sparks (this incident was submitted under medwatch report number 3005619970-2019-00012). The customer clinical engineers performed their investigation to the incidents and concluded that the first incident had not been attended by the customer's electrician, thus it is unknown how the room was deemed safe. The report indicates that the cause of the incident could have been related to the cable being caught by a bed frame mechanism. Flowtron acs900 is an iec 60601-1 compliance pump, with a degree of protection class ii against electric shock (double insulated). This device is provided with instruction for use; document 526933en rev e - 09/2018, which states: - "make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas", - "check all electrical connections and power cable for sings of excessive wear". Following the information gathered, it has been concluded that the mains cable of the pump was damaged due to a misuse (entrapment in the bed mechanism due to not being secured properly) and left in use after being damaged, consequently leading to a short circuit of internal components, giving the effect of noise and a spark. In conclusion, the device was being used for patient treatment when the event occurred. The device played a role in the event as the mains cable had been damaged ( therefore did not perform as intended) from misuse. Due to the nature of this incident we are reporting this event to competent authorities in the abundance of caution - even though no injury occurred there was a probability of harm with a high severity.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Please note that arjo received incident report from foreign authority, but it was decided to add in data of person who initially reported this incident to the foreign authority, assuming the reported is the first source of information.

Event description:
(B)(6) informed arjo about events involving arjo flowtron acs900 pump. The pump had a mains wire damaged, yet was left in use. According to the report, the user stated that the incident happened twice. The first time happened half an hour before a user shift (this event is to be investigated under MDR report number 3005619970-2019-00012 (B)(4)). As reported, "there had been a loud bang and a blue arc was seen ". The second event occurred when the user entered the room declared as safe and when plugging in the pump again to the power socket, a loud bang, a flame and sparks shot out of the wire were visible. No injury occurred in result of those events. The second event is to be submitted under MDR report number 3005619970-2019-00011 (B)(4).